Event description:
It was reported that the coil had prematurely detached inside the microcatheter and had remained stuck, during preparation of the device. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the proximal contact wire was kinked/bent . The coil delivery wire, distal tip and the main coil were found to be intact . During functional testing, it was noted that the main coil was advanced from the introducer sheath without issues and was not detached. The reported defect was not confirmed based on the analysis. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coil had prematurely detached inside the microcatheter and had remained stuck, during preparation of the device. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.